Event description:
A customer reported that the adc device detached prematurely. The customer indicated that due to this, they experienced a headache and a seizure and was unable to self-treat and they received 3 glucose tablets from a non-healthcare professional for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed. Applicator (B)(6) has not been returned due to which further investigation is not performed. If the applicator is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely. The customer indicated that due to this, they experienced a headache and a seizure and was unable to self-treat and they received 3 glucose tablets from a non-healthcare professional for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the adc device detached prematurely. The customer indicated that due to this, they experienced a headache and a seizure and was unable to self-treat and they received 3 glucose tablets from a non-healthcare professional for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed. Applicator (B)(6) has not been returned due to which further investigation is not performed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report: d9 - device available for evaluation changed to yes h3 - device returned to manufacturer changed to yes h6 - type of investigation updated to b01, b012, b14 h6 - investigation findings updated to c19 h10 - additional mfg narrative has been corrected.

Event description:
A customer reported that the adc device detached prematurely. The customer indicated that due to this, they experienced a headache and a seizure and was unable to self-treat and they received 3 glucose tablets from a non-healthcare professional for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. The sensor adhesive was not returned, therefore adc is unable to further test the returned product. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The DHR for the libre sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. If the partial product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. Additional information: section d4 (UDI) was updated.this serves as a correction for the mfg report 2954323-2022-38227 as the section h6 and h10 have been updated.